Event description:
The pt reported that they had used the suspect device to check their blood glucose and obtained results in the 300's mg/dl. Their dr told pt to take additional insulin. Pt then repeat their glucose test and still obtained a result in the 300's mg/dl. Dr told pt to go to the ER. At the ER their blood glucose was 67 and 65 mg/dl. Pt is a gestational diabetic and pt is 34 weeks along. Pt was given food and IV and admitted overnight for observation. Family member had used glucose controls on the system and family member couldn't remember what the values were. The suspect device was replaced with new product and then authorized for return to the MFR for eval.